Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg became inoperable due to lack of charging and the patient lost stimulation. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the ipg was explanted and replaced on (B)(6) 2017. The issue was resolved.